Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A stored electrogram had a railing baseline. During office testing, the noise could be reproduced in all three sensing vectors. Technical services discussed options with the local representative. There were no additional adverse patient effects. The system remains implanted.